Event description:
Dealer states the joystick is giving a communication failure. Dealer tried to reprogram with tech service, they could not get the chair to drive when that error message came up. Joystick was working like this intermittently. This has a motion concepts seating. Dealer states that there was no injury reported.